Event description:
The initial reporter stated they received questionable high results for an unspecified number of patient samples tested for albumin on the cobas 8000 c 702 module. The specific albumin reagent used was requested, but not provided. During the first run of these samples, the albumin result will be high and when repeated, the results are >= 30 g/l lower. The customer provided data for a total of 10 patient samples, 9 had discrepant albumin results and 1 had discrepant results for aat2 tina-quant 1-antitrypsin ver.2. Refer to the attachment for all patient data. The initial sample results for the first three samples were reported outside of the laboratory and later corrected. It was asked, but it is not known if any incorrect results were reported outside of the laboratory for the remaining samples. After testing the first three samples, the field service engineer replaced the gear pump head and vacuum valve. The reagent lines were decontaminated. Tubing and probes were checked. One probe was not adjusted correctly and a couple more were sticking. The probes and wash stations were cleaned. Mixers were cleaned. Black particles were found in the incubation bath and this was cleaned. Probe wash and adjustments were good. The issue re-occurred after these actions. Data for samples 4-10 were measured after the service actions. The albumin and aat reagent lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The field service engineer replaced the gear pump head and vacuum valve. Reagent lines were decontaminated. Wash tubing and probes were checked. One probe was not seated correctly and a couple of them were sticking. The probes and wash stations were cleaned. Mixers were cleaned. Black particles were found in the incubation bath and these were cleaned. Bath water exchange maintenance was performed. Probe washes and adjustments were good. The system was pulling detergent correctly. The issue recurred and the engineer replaced some connectors. Rinse nozzles were cleaned. The investigation determined the service actions resolved the issue.